Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their communicator and the issue began last friday. Patient stated the communicator 'died' again this morning and this was already the second communicator they had been given. Patient noted they charged the device overnight and normally the device stayed plugged in the entire time until they left the house. Patient took the device out of nighttime mode and put the device into daytime mode and the device sat there fine. During the call patient did not have their charging cord. Patient pressed the power button and also reset the communicator but there were no lights. Agent advised patient to call back when they had their all their equipment. Patient also mentioned they were a singer and the stimulation vibrated a lot and it bothered them when they were singing. Patient would put the device into magnetic resonance imaging (MRI) mode. Agent advised patient to turn therapy off instead of putting the device into MRI mode. Patient called back in with power supply cord present, as their communicator was still unresponsive and no lights were coming on. Agent had patient press and hold the communicator power button for 30+ seconds. Patient then pressed the power button and the lights came back on and stayed solid green. Agent reviewed patient will need to press and hold power button for minimum 30 seconds for reset to go through. Patient stated how they tried for 2 mins previously before calling but it did not work. Patient also mentioned how last friday they tried to connect, but could not, and their stimulator was stuck in MRI mode despite resetting communicator and handset. Patient repeated how they put stimulator in MRI mode when singing due to chest vibrations. Patient was able to connect to mystim app on the call. Agent reviewed communicator was working as intended, and redirected patient to healthcare provider (hcp) for programming for the vibrations.